Event description:
Allegedly, at the conclusion of a turbt procedure, it was noted that a small piece of the ceramic beak was missing. Post procedure imaging revealed that piece was left in pt. The doctor scheduled an add'l surgery for the next day; piece was removed. Original procedure was completed and the 2nd removal procedure was also completed with no impact on pt. Pt condition is good.

Manufacturer narrative:
Hosp is not releasing instrument. Hosp contact stated that the broken piece was the size of a "pinkie nail."